Event description:
It has been reported to philips that the allura system would not start up. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event.it was reported that the system would not start up. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was hanged.review of the system log file showed that the system did not recognize a pc, most probably the host pc.to resolve this issue, the philips field service engineer replaced the host pc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.